Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case.

Event description:
Edwards received notification of a pascal in tricuspid procedure where worsening of tr (tricuspid regurgitation) due to slda (single leaflet device attachment) was reported. The patient showed worsening tr (tricuspid regurgitation) on tte (transthoracic echocardiogram) from (B)(6) 2025 to severe with increased mobility on the posterior device. Additional tte (B)(6) 2025 showed tr as massive and two clips (between septal-anterior leaflets and between septal-posterior leaflets). There is increased mobility of the septal-posterior clip. Follow-up tee (transesophageal echocardiogram) from (B)(6) 2025 found the clip attached to posterior leaflet alone, single leaf detachment of clip from the septal leaflet. Tr regurgitation before index procedure was severe. Tr regurgitation after index procedure was moderate. Grade of regurgitation after slda was massive. No reintervention is currently planned. Event is ongoing.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed. Available information suggests the patient was treated with a pascal ace in tricuspid position. 2 years and 10 months after implantation, tte showed severe regurgitation with increased mobility on posterior device. 6 months later, in a total of 3 years and 5 months after implantation, tee confirmed slda. Per the information provided, there were no procedural, imaging or anatomical issues during device implantation. As such, due to the limited information available, a definitive root cause could not be determined. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2, h6, and h11.

Event description:
The patient underwent elective surgical tricuspid valve replacement for the worsening tr (tricuspid regurgitation) and slda (single leaflet device attachment).

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11.